Manufacturer narrative:
(B)(4). (B)(4). Information was not provided by the initial contact. Malformed clip the analysis results found that the er320 device was returned with three malformed clips inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. The device was found to be fully functional and conforming to our manufacturing specifications. However, it is known from the history of the device that the excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, "the clip fell off." There was no other information or contact available. There was no adverse consequence to the patient reported.